Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumplex artery. A 2.50 x 38 synergy drug-eluting stent was used for treatment, however, severe resistance was felt and it was unable to cross the lesion. When it was pulled out, the stent struts was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.